Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal circumflex artery with moderate tortuosity and heavy calcification. It was an acute myocardial infarction patient. The 1.2 x 6 mm mini trek was advanced; however, the device could not cross the calcified lesion; therefore, the balloon was inflated proximal to the lesion. During the first inflation of 8 atmospheres, for 5 seconds, a balloon rupture occurred. A non-abbott balloon was used to continue dilatation, and a 2.5 x 23 xience v stent was implanted. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, glandslam. Guide cath: cordis 7f al1. The device was not returned for analysis. The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was reportedly heavily calcified, which likely contributed to the failure to advance. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the rx mini trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the heavily calcified lesion such that the balloon ruptured upon the first inflation at 8 atmospheres (atm) which is below the rated burst pressure (rbp). To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific deficiency.